Event description:
During a premature ventricular contractions procedure, an effusion was noted. The case was aborted and a pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
One quadripolar, 5-pole, inquiry steerable diagnostic catheter was received for evaluation. The catheter met specifications for electrical and deflection testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown.